Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The manufacturing records for batch 8806664 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the bio ranger balloon ruptured during predilation on the second inflation when inflated to 8 atms for 30 seconds. The lesion being treated was located in the calcified mid right coronary artery (rca) with chronic total occlusion (cto). The device was removed intact. The procedure was successfully completed with another balloon. Patient status is listed as "good."